Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The crimp measures approximately 0.032¿ x 0.046". The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure and related to device design. As part of investigation, the conductor wire was confirmed intact. Instrument was subjected to electrical continuity and passed testing specification. A review of the instrument log for the permanent cautery hook (part number 470183-14/ lot number n112103290072) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2021 via system (B)(4). The alleged instrument had 6 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2021 on system (B)(4). A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the permanent cautery hook instrument had a broken cable and follow up information stated that the instrument was unable to deliver energy. Failure analysis confirmed a broken pitch cable at the distal end; however, inspection and further testing confirmed no issue with the conductor wire. The instrument passed electrical continuity when subjected to testing. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/ lymphadenectomy surgical procedure, the 8mm permanent cautery hook instrument had broken cable. The procedure was completed with no reported injury. The permanent cautery hook (pch) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 15-may-2022: the permanent cautery hook instrument was inspected prior to use and no issue was identified. The permanent cautery hook instrument had broken cable and the instrument was unable to deliver energy to dissect the tissue. The issue occurred during procedure and surgical ports were already placed. The procedure was completed robotically with back up instrument. There was no patient injury. The patient demographic information was requested but unavailable.